Event description:
Received a copy of customer's maude report from FDA which states "a chronically ill female housed in pediatric ICU with lung disease and t-cell lymphoma required medication via alaris pump. The pump beeped an error code and shut down while in use on the pt requiring replacement."

Manufacturer narrative:
(B)(4). The customer's report that the device alarmed with an error code was not confirmed or replicated on the returned device. Log review of the pump module error logs could not confirm any channel errors occurring while the device was in use at the customer site. Functional testing was performed. The system was programmed for a test infusion at a rate of 999 ml/hr, which ran for over an hour with no channel errors occurring. The root cause of the customer's experience was not determined.